Event description:
Olympus was informed that during a therapeutic laparoscopic radical prostatectomy procedure at an unknown date, the esg-400 hf generator issued error message e433 and constantly restarted. However, the intended procedure was successfully completed using a similar device without significant delay and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(4)(returned to (B)(4) on 2022/05/12). The evaluation/investigation at the (B)(4) service center found the foot switch socket to be damaged and confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The reported damage to the generator¿s foot switch socket was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.